Event description:
Health professional reported the removal of a lap-band access port due to a "tear in the port." The pt complained of "no restriction." The physician's pre-operative diagnoses notes state "leaking lap-band port." A fluoroscopy was performed. The port was replaced. The physician did not have and did not know the serial number.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addressed the possible outcome or leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."